Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stenting procedure in the lower esophagus, performed on (B)(6), 2010. According to the complainant, during the procedure, resistance was felt while attempting to deploy the stent. The stent was partially deployed, and the thread would not open further. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4) (stent, partially deployed). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.